Event description:
It was reported to have high blood glucose due to bent cannula. Customer's blood glucose was 684 mg/dl. Customer was advised to change infusion set and to return set and reservoir for analysis. No further information provided.

Manufacturer narrative:
.